Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient right ventricular (rv) lead was exhibiting inadequate capture, noise, and high pacing impedance. A lead extraction was discussed. No interventions have been reported. The patient was in stable condition. Further information was requested but not received.

Event description:
New information received notes that the right ventricular was explanted on 11 jan 2021 and fracture was discovered. The patient condition is stable.